Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008: patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿the hernia sac was identified and reduced. Hernia with several loops of small bowel were incarcerated within the hernia sac and were reduced. A composix kugel mesh (device 1) was placed into the abdomen and secured with suture. (B)(6) 2008: patient was diagnosed with lower midline ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 2). Per op notes, ¿the old scar was excised and the hernia sac was identified. Previously placed mesh (device 1) had popped free of its stitches on the right side and the hernia had recurred. The mesh was intact on the left side. Hernia sac and its contents were freed. A piece of composix kugel mesh (device 2) was placed into the midline and overlapped with the previously placed mesh (device 1). Then tacked to the right side of fascia using tacking device and secured with sutures.¿ (B)(6) 2010: patient was diagnosed with recurrent ventral hernia with pain thereby underwent laparoscopic converted open repair with excision of composix kugel mesh (device 1 and 2). Per op notes, ¿an incision was made in the infracoastal region of the left upper quadrant. Adhesions of omentum and bowel lysed. Gastric bypass was performed. The prior mesh placed in the pelvis region was wadded and several loops of bowel stuck to this mesh. A lower midline incision was made in the prior lower midline incision. Several loops of terminal ileum that were stuck. A stitch had passed through one area of the terminal ileum from the prior mesh attachment. Portions of the mesh fibers had eroded into the small bowel. The bowel was taken down off the mesh. The mesh was removed and secured with sutures.¿ (B)(6) 2012: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 3). Per op notes, ¿an incision was made in the infraumbilical region and the hernia was identified. Intestine was densely adherent to the hernia sac and lysed. A ventralex st mesh (device 3) was placed and secured with hernia clip applier and sutures.¿